Event description:
It was reported the touch screen became unresponsive. There was no reported impact to customers' blood glucose level.

Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed.